Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was inadvertently connected to the infusion set site during the fill tubing step. Customer received approximately 20 additional units of insulin. Customer's blood glucose (bg) was 41 mg/dl and sugary liquids were consumed. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous dextrose and food. Low bg was resolved and customer was discharged the same day with no permanent damage. Customer reported to understand the loading process and event was due to use error.